Event description:
It was reported the pacemaker patient passed away on (B)(6) 2026. The patient's daughter stated that the pacemaker "failed to work". Technical services discussed that if the patient had damage to the myocardium the ability to pace may have been compromised. In addition, if the patient had a fast arrhythmic event the pacemaker doesn't treat that. The patient was cremated, and it is unknown if the pacemaker will be returned. The daughter stated that she would reach out to the doctor's office. It was additionally reported that the patient had been on dialysis at the time of death. The pacemaker had been set with a lower rate limit of 40 beats/minute; however, monitors had been displaying 30 beats/minute which was possibly misinterpreted. Despite good faith effort, no further details were obtained regarding the event.